Event description:
It was reported the camera head had the picture in different colors when plugged in. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation a presumed cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.